Manufacturer narrative:
Additional information: section h imdrf annex codes, section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date upon investigation of the actual device used in this incident, it was determined that the refrigerator was not opening and failed to recover. A field service engineer (fse) removed the battery access panel and disconnected the backup battery. The medstation was shut down, and refrigerator was power cycled. Once the helmer refrigerator was fully operational again, the medstation was powered back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the storage refrigerator failed. The lock on the refrigerator door would not release, and the door could not be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the storage refrigerator failed. The lock on the refrigerator door would not release, and the door could not be opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.